Event description:
It was reported that the patients infinion lead exhibited high impedances causing a loss of stimulation, attempts to reprogram were made but were unsuccessful. The patient underwent a lead revision procedure in which the inifinion lead was replaced. The patient is doing well post-operatively. The infinion lead is in route to the manufacturer.

Event description:
It was reported that the patients infinion lead exhibited high impedances causing a loss of stimulation, attempts to reprogram were made but were unsuccessful. The patient underwent a lead revision procedure in which the inifinion lead was replaced. The patient is doing well post-operatively. The infinion lead is in route to the manufacturer. Additional information was received that the device was received and device analysis was completed.

Manufacturer narrative:
The returned device was analyzed and the reported event was confirmed. Visual microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint.